Event description:
The consumer reported waking up from sleep and arising from his bed. While returning to his bed, he fell onto the vaporizer. The pt reports being unconscious when he fell onto the product, and this resulted in him laying on the product causing burns to his torso. There is no evidence of the product malfunctioning in any way.